Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A shr was performed on the serviceable device and it was found that the device was manufactured on july 13, 2011. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Service and repair history: the previous service event for part number 321.133 with lot number(s) 6647818 has been reviewed. The customer called in a service request for this item on (B)(6) 2020 for torque limiting handle was found to be out of drawing specification. The item was previously returned for service on (B)(6) 2016 due to failed high. The previous service condition of failed high is not relevant to the current complained issue of torque limiting handle was found to be out of drawing specification. The manufacture date of this item is july 13, 2011. The service history review is unconfirmed. Service and repair evaluation: it was reported that during a routine incoming inspection of a loaner set at fsl ups lyndhurst, nj site on an unknown date, the torque limiting handle was found to be out of drawing specification. The drawing specification is 7.0-8.4. The torque tested high ¿ 8.57. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The device was sent to the vendor for repair. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 21. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H6: component code g07002 used to capture others. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2020, however, exact date of event is unknown. Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl ups (B)(4)site on an unknown date, the torque limiting handle was found to be out of drawing specification. The drawing specification is 7.0-8.4. The torque tested high ¿ 8.57. There were no patient and surgical involvement. This complaint involves one (1) device. This report is for (1)torque limiting handle/quick release-6mm hex coupling. This report is 1 of 1 for (B)(4).